Manufacturer narrative:
Add'l MFR. Narrative: a review of the device history record (DHR) was performed on the lot and nothing relevant to the event was found. No similar complaints were found in the lot. Inspection of the returned catheter revealed the distal tip assembly was broken off when received. The catheter was returned in two pieces. The first piece, the distal tip end, measured 2.5cm long and the rest of the catheter measured 167.8cm long. Visual inspection revealed kinks in the sheath assembly likely resulting from operational context. Imaging core wind up in the telescope assembly was observed and appears to be unrelated to the tip issue. Wind up, a design issue, is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image. A sample of the device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface and throughout the tested sample were noted. The device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the tip detachment has been determined to be oxidation of the catheter which causes embrittlement, increasing the likelihood of tip detachments of this nature. A root cause of design was assigned.

Event description:
An intravascular ultrasound (ivus) catheter was being utilized post stent placement in a percutaneous coronary intervention (pci) for a lesion in the left anterior descending (lad) artery. The lesion morphology was unknown. After a couple of runs, while the catheter was outside the patient as the catheter was being removed from the wire, approximately 1 1/2cm of the distal tip of the ivus catheter broke off. The patient is reported to be in "fine" condition.

Event description:
An intravascular ultrasound (ivus) catheter was being utilized post stent placement in a percutaneous coronary intervention (pci) for a lesion in the left anterior descending (lad) artery. The lesion morphology was unknown. After a couple of runs, while the catheter was outside the patient as the catheter was being removed from the wire, approximately 1 1/2cm of the distal tip of the ivus catheter broke off. The patient is reported to be in ''fine'' condition.